Event description:
It was reported as the operator was prepared to perform a thrombectomy as the imaging dsa (digital subtraction angiography (dsa) showed the pca (posterior cerebral artery) occlusion. When the subject guidewire was delivering in the microcatheter to pass the lesion, the subject guidewire was fractured about 10cm. The fractured part was left inside patient's body and it could not be retrieved. The physician replaced it with a new same guidewire device and completed the procedure without clinical consequences to the patient.

Event description:
It was reported as the operator was prepared to perform a thrombectomy as the imaging dsa (digital subtraction angiography (dsa) showed the pca (posterior cerebral artery) occlusion. When the subject guidewire was delivering in the microcatheter to pass the lesion, the subject guidewire was fractured about 10cm. The fractured part was left inside patient's body and it could not be retrieved. The physician replaced it with a new same guidewire device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date added. H4 manufacturing date added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed and it could not be confirmed that the subject guidewire device met specification, as the subject guidewire device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, when used a synchro2 guidewire to deliver headway21 microcatheter to pass the lesion, the subject guidewire was fractured for about 10cm. The fractured part was left inside patient's body and could not be taken out. Additional information provided by the customer indicated that , continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. There were no adverse consequences reported. As the subject guidewire device was not returned and a review of all available information, fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.